Event description:
During atrial fibrillation procedure, a blood leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the left atrium of the patient and the ablation catheter was inserted into the sheath. While delivering rf energy to a left pulmonary vein, blood was noted to be leaking from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required to replace the sheath.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.